Manufacturer narrative:
Suspect medical device references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported that a patient had a return of urgency and frequency symptoms. Impedance checks and battery checks were performed. The device was explanted and replaced. The implantable neurostimulator was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.